Event description:
The surgeon implanted a aa4203tf model lens but it tore as it was being inserted. The lens was removed with no pt injury or complications. The surgical technician stated that it was unknown as to why the lens tore. An mtc-60c cartridge was used but the lot number was not provided by the facility. The model and lot number of the injector were not provided by the facility.